Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. At unspecified times later, secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified antibiotics. The primary solution containers were lowered below the secondary solution containers. After unspecified lengths of time in use, it was reported that the secondary solutions had not infused and the primary solutions were being delivered. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.